Event description:
It was reported, that information was received. From a patient, regarding an external device. The reason for call, was probably 4 or 5 days ago. The pts controller would not charge. The patient had reset the controller a couple times and blew on the controller contacts to get it to start charging, but now it did not do that anymore. Patient noted, they just had their recharger replaced a month or two ago. Pt had no issues recharging the implant (ins) with the recharger (rtm). During call, pt verified, no damage to the controller battery compartment, controller battery, controller charging port or to the ac power supply. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified, the controller did not turn on. The issue was not resolved. An email was sent to the repair department to replace the ac power supply.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: brand name: intellis, product ID: 97745ac (serial: unknown), product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.